Event description:
As reported by the user facility: event 2: 4 incidents of venous line getting foamy and filled up with air. Air was seen in the venous chamber. Lines had to be changed. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number xxxxx. Three samples were provided for evaluation. Upon visual inspection of the returned samples, no visual defects were identified. The samples were subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. Furthermore, the sample was evaluated for occlusion using the testing procedure and no occlusions or blockages were identified. After occlusion, each clamp was closed to verify if after closing the clamps bubbles will still form under the water, and no bubbles were identified. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.